Event description:
Oral swab was used on pt's throat. Foam (sponge) came off stick and was aspirated by pt. Pt stroke after this event. Tested other oral swabs. Moisture would loosen foam, and it would slip off. All centurion mc200 mouth care kits were pulled from floors.